Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an error message of "internal failure" and shutdown. The iabp was swapped with another iabp. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes).

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. A getinge field service engineer (fse) evaluated the iabp unit and found code 58 and 124 in the error log "bad atmospheric grab". The iabp was found to be out of calibration when referenced to atmosphere. The fse performed 30 psi calibration to correct the issue, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an error message of "internal failure" and shutdown. The iabp was swapped with another iabp. There was no harm or injury to the patient and no adverse event was reported.